Event description:
It was reported by the patient's husband that the patient's device is 4 years old, but they don¿t think it¿s working anymore because the patient is having increased seizures. Information was received that initially the patient's husband said that the patient was having an increase in seizures and they needed to have the vns checked. An update was received that the device was checked and everything was good with the device. It was noted that the husband doesn't feel the increase in seizures are vns related since everything checked out fine with the device and they were satisfied that the device was functioning properly. No additional relevant information has been received to date.